Manufacturer narrative:
The device has not been returned as yet for investigation. Upon receipt of the device we will investigate and send a report to FDA.

Event description:
During a laparoscopic exam with cystectomy and lysis of adhesion, a sliver of the sealing cap came off and was retrieved. An incident report was made. There was no patient consequence. Patient was discharged (B)(6) 2010.